Event description:
It was reported that a clearlink y-type blood sets spike separated from the tubing. The process step that this occurred is unknown. The reporter observed that the sample is dry and does not appear to have been primed. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection confirmed that the spike was separated from the tubing. The cause of the event was determined to be insufficient solvent bonding in the assembly of the spike and tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was initiated to further investigate this issue. Should additional relevant information become available; a supplemental report will be submitted.